Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an iol (intraocular lens ) implantation procedure patient experienced problem of light circles around a light source when she sees a light. She sees two light circle in one eye. There are two medical device reports associated with this patient. This report is associated with one of the two eyes.